Event description:
Patient presented to the physician with a suspected hematoma at the chest incision site. Cultures were obtained, and results returned positive for a staphylococcus infection instead. Physician prescribed antibiotics. Physician brought the patient into the or a week later, where purulent discharge was observed upon opening the chest pocket, and the neck incision site also exhibited signs of infection. Physician removed the entire inspire system, irrigated both incision pockets with antibiotic solution, saline, and betadine, and closed the incisions.